Event description:
Patient had a left total knee revised due to infection. Surgeon removed all hardware.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a left total knee revised due to infection. Surgeon removed all hardware.

Manufacturer narrative:
The following other devices were also listed in this report: tri cemented stem 12mmx100mm; cat# 5560-s-212; lot# n5s16j, tri rm/ll tib aug sz3 10mm; cat# 5546-a-302; lot# n5l05j, tib lm/rl tib aug sz3 10mm; cat# 5546-a-301; lot# n1s92d, tri ts baseplate size 3; cat# 5521-b-300; lot# buov, triathlon ps fem component, cemented; cat# 5515-f-301; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.